Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for idiopathic right ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a medical device entrapment requiring no medical or surgical intervention. On 7/24/2017, the biosense webster failure analysis lab discovered that the device had reddish material inside the pebax, which had a hole in it. The returned device was visually inspected, and a hole was observed in the pebax with reddish material inside. The helix spring was also damaged. The catheter was tested for electrical performance, and it was found within specifications. The catheter outer diameter was measured, and was found within specification. A deflection test was performed, which the catheter failed. The catheter was dissected, and polyurethane residue was found at the t-bar anchor, indicating proper assembly during manufacturing. Catheter deflection is tested several times before leaving the facility. Per the observed damage, scanning electron microscope (sem) analysis was performed, confirming the presence of a hole on the surface of the pebax. It is possible that the damage was caused by contact with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, all catheters are inspected for visual damage prior to packaging. On-line inspections and functional tests are in place to prevent catheters with this type of damage from leaving the facility. The customer complaint has been verified. The root cause of the t-bar displacement cannot be determined, since there was evidence of proper assembly during manufacturing. The root cause of damage on the pebax and helix spring also cannot be determined.

Manufacturer narrative:
On (B)(6) 2017, the biosense webster failure analysis lab discovered that the device had reddish material inside the pebax, which had a hole in it. The hole in the pebax represents a break in the integrity of the catheter. Exposure to the internal catheter components creates a critical risk of thrombus. As a result, this event is MDR reportable. The awareness date has been reset to (B)(6) 2017, the date of the reportable finding. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: st. Jude medical agilis sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic right ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a medical device entrapment requiring no medical or surgical intervention. During mapping, the thermocool smarttouch bidirectional navigation catheter became entrapped in the right ventricle. While attempting to dislodge the catheter, the physician indicated that he believed it had pulled away the chordae tendinae. Catheter was freed without serious patient injury. It was noted that there was no resistance or difficulty during insertion or removal of the catheter. No tissue was observed on the catheter tip. Patient did not require extended hospitalization as a result of the event. Patient outcome is unchanged. Physician¿s opinion regarding the cause of the event is that it was procedure-related and that it is a known complication of ablating in the right ventricle. Since the device was able to be removed without surgical intervention, this event is not MDR reportable. It was also reported that the spring inside the contact force area was damaged during catheter removal attempts. Echocardiography confirmed that the entire catheter was removed from the patient. There was no detachment. There were no wires exposed and no lifted or sharp rings. It was noted that the catheter was not pre-shaped. The potential that catheter damage of this nature could cause or contribute to an adverse event is remote. As a result, this event is not MDR reportable. It was also reported that signal interference (noise) from the distal electrodes displayed on the carto and the recording system. Physician had ECG signals available to monitor the heart rhythm via the anesthesia monitor and the defibrillator. As a result, the potential that this could cause or contribute to an adverse event is remote.